Manufacturer narrative:
Siemens filed the initial MDR 2432235-2025-00008 on 06-jan-2025. Additional information (17-jan-2025): siemens reviewed the instrument data and determined that quality control (qc) recovered within range on the day of the event. In addition to the service activities mentioned in the initial report, the siemens customer service engineer (cse) replaced aspirated probe valves, triple probe assemblies for reaction washer probes 1, 2, and 5, cuvette wash pump manifold and pump assembly, a leaking reaction-wash tube fitting, photometer lamp, reaction cuvettes, dilution cuvettes, dilution probe, and valve on water manifold to fix the reaction washer dispense on the first probe (r1-d) leak. Further, the cse replaced and aligned reagent and sample mixer assemblies and impellers, and dilution mixer assembly. Then, the cse performed vertical alignment of reaction wash station, verified operation of all aspiration valves for reaction and dilution wash station, and performed qc repeatability testing and correlations on patient samples, which recovered acceptably. The service activities performed by the cse, as described in the initial report and this report, resolved the issue. The component code, investigation conclusions, and investigation findings codes of section h6 were updated to reflect the additional information. The instrument was performing within specifications. No further evaluation of this device is required.

Event description:
The customer reported that erroneous calcium_2 (ca_2) results were obtained on multiple patient samples on an atellica ch 930 analyzer. It is unknown whether the erroneous results were reported to the physician(s). It is unknown whether the samples were repeated. The correct results for the patient samples are unknown. The sample data was not provided. It is unknown if there are any known reports of patient intervention or adverse health consequences due to the erroneous ca_2 results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer service engineer (cse), who was at the customer's site for service, and reported that erroneous calcium_2 (ca_2) results were obtained on multiple patient samples on an atellica ch 930 analyzer. During the visit, the cse reviewed quality control (qc), which passed. Then, the cse inspected all mixers after atellica test protocols (atp) mixer tests, and inspected reaction washer aspiration and dispense, which passed. Next, the cse replaced sample probe and reagent 1 (r1) probe, aligned sample probe and wash nozzle, reran mix, adjusted and aligned the radial arm length, aligned wash nozzle, performed dilution washer alignment several times, powered down the instrument, aligned sample and dilution probe, calibrated ca_2, ran qc, and precisions twenty times. Siemens is evaluating the event.